Manufacturer narrative:
H10: manufacturing review: the device history record review was performed for the reported lot number and this lot meets all release criteria. The manufacturing review did not indicate any possible manufacturing issue that could be related to the reported event. Investigation summary: the sample was not returned for evaluation; however, one video was provided for review. The video shows one introducer needle connected to a syringe. The clinician trying to aspirate liquid from the container through the introducer needle but was unsuccessful. Based on the video review, the investigation is confirmed for the identified suction problem and inconclusive for the reported fracture issue. A definitive root cause could not be determined based upon available information. Labeling review:a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: b5,d4(expiry date: 03/2021),g4. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a catheter placement, the plastic connector of introducer needle was broken. It was further reported that, another device was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation, however video was provided for review. The investigation of the reported event is currently underway. Expiry date (03/2021).

Event description:
It was reported that during a catheter placement, the plastic connector of introducer needle was broken. There was no reported patient injury.